Manufacturer narrative:
B3: date is unknown, so estimated date was entered. C2/d10: concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that during the post-implant activation appointment, this artificial urinary sphincter (aus) could not be cycled successfully and the patient reported continued incontinence. A surgical procedure was performed during which the existing device was explanted and replaced with a new aus system. Examination of the explanted device did not identify any leaks, but it was noted that the pump did not feel as rigid as expected and reinflated quickly. No further patient complications were reported.

Event description:
It was reported that during the post-implant activation appointment, this artificial urinary sphincter (aus) could not be cycled successfully and the patient reported continued incontinence. A surgical procedure was performed during which the existing device was explanted and replaced with a new aus system. Examination of the explanted device did not identify any leaks, but it was noted that the pump did not feel as rigid as expected and reinflated quickly. No further patient complications were reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100767671, model/catalog description: balloon fgs 61-70 cmh2o, unique identifier (UDI) #: (B)(4). Model number/catalog number: 720157-01, serial number: n/a, batch/lot number: 1100496041, model/catalog description: cuff fgs 3.5cm inhibizone, unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump and cuff were visually inspected, and leakage and functional tested. The visual inspection of the pump passed the visual inspection. The visual inspection of the cuff revealed that the cuff had folds, discoloration, and was cut from sharp instruments which is standard for the explant process. The cuff and pump components passed the leakage test and functional test. The device instructions for use (IFU) was reviewed. The patient symptom of urinary incontinence was found to be listed in the IFU. A risk review confirmed that the events of incontinence, mechanical malfunction or mechanical difficulty, patient dissatisfaction, and difficult activation were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available and analysis results, the reported clinical observations of device operates differently than expected, pump mechanical issue, and pump difficult or delayed activation, could not be confirmed as the pump passed functional testing. Additionally, the reported patient symptom is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use. Therefore, the conclusion codes of cause not established and known inherent risk of device were assigned to this investigation.